Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s drug infusion pump. The drug being delivered was 2,000 mcg/ml lioresal (baclofen) at 739.7 mcg/day. The reason for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have a MRI. The patient has had intermittent motor stalls and recoveries, starting on (B)(6) 2019. The last stall has not recovered yet and the patient is having withdrawal symptoms, they are itchy and jittery. Pump status and/or event log report motor stall occurred, there were multiple motor stalls & recoveries, and the motor stall was active. Electromagnetic interference (emi) considerations were reviewed, including confirming there are no emi/magnetic sources present, and the caller will confirm again there is no magnetic interaction to the pump. Motor stall considerations were also reviewed, including silencing audible alarms, consider pump replacement. Consider programming minimum rate, to cover the patient with non-pump medication, and ff explanted/replaced pump then return to the manufacturer is recommended. The hcp was to talk with the patient and find out whom the managing physician is and call them. There were no further complications reported/anticipated.